Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: hypotension, intubation, mottling, hematoma, occlusion, thrombus, ventricular tachycardia/fibrillation. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after arteriotomy closure, the pt began to go into shock and decompensate becoming hypotensive, requiring inotropic support and intubation. In addition, the right lower extremity was mottled. Exploratory surgery revealed a significant amount of hematoma and an abrupt occlusion of the right common femoral artery at the level of the inguinal ligament. There was no blood flow to the right lower extremity. Upon exploration of the femoral artery, there was a large amount of thrombus in the iliofemoral tree that was removed. Patch arterioplasty of the common femoral artery was performed utilizing a peri-patch. During the procedure, the pt developed ventricular tachycardia and ventricular fibrillation, which cardioverted immediately after a pericardial thumb was delivered. Post-procedure the pt had excellent palpable pulses in the superficial femoral artery and the leg had no evidence of mottling. There were no other reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.